Event description:
It was reported that the ventilator had high peep (positive end expiratory pressure) reading issues and was intermittently failing the pressure transducer test during pre-use checks. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the ventilator had high positive end expiratory pressure (peep) reading issues and was intermittently failing the pressure transducer test during pre-use check. According to received information, the expiratory pressure transducer was replaced which resolved the problem. No part was returned. The evaluation of received device logs indicates peep issues (B)(6)2019 , 3 days before the reported event, and earlier. The test log shows failing pressure transducer tests (B)(6)2019 , (B)(6)2019 and(B)(6)2019 . These failures indicates problems with the expiratory pressure transducer and was the likely cause of the reported peep drift/reading issues. The event date will therefore be adjusted to (B)(6)2019 . A failure of inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported peep issues and pre-use check pressure transducer test failures can be confirmed from the received device logs. Since the expiratory pressure transducer was not returned for investigation, the root cause has not been determined. H3 other text : 4114

Event description:
Manufacturing ref. #: 242542.